Event description:
Freestyle libre 3 plus has started reporting wildly inaccurate readings. A few minutes ago it reports glucose of 85 mg. Glucometer reports 185 mg. The device has been so acting for the last three days. It is falsely reporting hypoglycemic events.